Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. There is no indication lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient reported that a za9003 22.0 diopter intraocular lens (iol) was implanted in her left eye (os) on (B)(6) 2017. Post-operatively, the patient reported having difficulty reading and driving due to constant halos during the day that worsens at night. These symptoms, issues interfere with daily activities. The patient also complained of glare. The patient was diagnosed with cataracts on (B)(6) 2015. Reportedly, the patient had a yttrium-aluminum garnet (yag) procedure performed on (B)(6) 2017, and a follow up visit is scheduled four months from this procedure. The patients states that there has been no improvement since the yag procedure. Reportedly, the patient is still unable to get prescription glasses since (B)(6) 2017, and has to use a magnifying glass to read. The patient has a follow up appointment with the doctor on (B)(6) 2018. Reportedly, patient had an intraocular lens, type unknown implanted in her right eye and she does not have issues with this implant. No additional information was provided.

Manufacturer narrative:
Additional information received indicated that the replacement lens implanted in the left eye was of the same model za9003 (+22 diopter). Device evaluation the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.